Event description:
Caller reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. System check was performed by tandem technical support and no issues were identified. The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin therapy.